Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts required intervention of trach change out. The report indicated after reprocessing for the second time, the cuff was found leaking while in use with the patient. It was tested before it went into the patient but after insertion it leaked. The trach was replaced but the replacement leaked after some time in use as well.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received from p/n: 670170, l/n: 4005745, in used conditions, without its original packaging and with its certificate of safe handling. Functional test: the sample was tested on leak test. The test was performed under water as per pwi-10007269 rev.100 symmetry and leak test method. Results: during the test, a leak was found in the cuff. The complaint is confirmed. Then cuff was filled with water, a leak was found at the middle section of cuff. The cuff was inspected using a digital microscope with a scale of 200x, to observe better the shape of the pinhole found during leak test. Results: the hole is observed with a circular shape with flash in the periphery. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damaged occurred after the product left smiths medical facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The cause of the reported problem was traced to the user manipulation of the device during placement of the device.